Event description:
(B)(4). This unsolicited case from united states was received on 30-nov-2017 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and on the same day could not walk, could not stand up, could not bear weight on the knee and after unknown latency patient had swelling/knee was swollen quite a bit more than the other knee and pain/after the injection her pain level was more than 10 out of 10/ severe pain. Patient did not get the relief that she expected. Also device malfunction was identified for the reported lot number. No concomitant medications were reported. Patient had previously received synvisc one injection approximately 5 years before. The patient did not have any prosthetic joints or devices, she had no allergy to avian products or eggs. Patient did not have diabetes. Patient had high blood pressure, but it was controlled with unspecified medication. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020) in right knee. Patient did not received anesthetic and the procedure was so painful. After the shot, everything was fine until that evening. On the same day, patient could not stand up or walk. Patient's husband had to help her to the car. On an unknown date in 2017, after unknown latency, patient could not bear weight on the knee and used a cane at first, then a walker and even a wheelchair to get around for about a week. Before the injection, patient had some trouble bearing weight on the knee, but only when she was going up stairs or walking on uneven ground. Patient did not have a lot of pain before the injection, except when walking too much or going up stairs, but after the injection her pain level was more than 10 out of 10 (onset date: (B)(6) 2017). The patient had severe pain and the knee was swollen quite a bit more than the other knee (onset date: (B)(6) 2017), but she did not have a fever. Patient took ibuprofen and used ice on the knee as recommended by the doctor's office when she spoke to them on (B)(6) 2017 and (B)(6) 2017. It did not help the pain. It was reported that the severe pain subsided after a couple of days. Patient's doctor recommended patient to take prednisone tablets when he checked on her (B)(6) 2017, but she did not take them because they made her sick in the past when she took them. The patient did not go back to the doctor, so no fluid was removed from the knee and no bloodwork was done. Also reported that the patient was back to where she was before she had the injection, but did not get the relief that she expected (subtherapeutic response). Corrective treatment: cane, walker, wheelchair, ibuprofen, ice for could not walk, could not stand up, could not bear weight on the knee; methylprednisolone (medrol) dose pack, ibuprofen and ice for swelling/knee was swollen quite a bit more than the other knee, pain/after the injection her pain level was more than 10 out of 10/ severe pain outcome: recovering for could not walk, could not stand up, could not bear weight on the knee, swelling/knee was swollen quite a bit more than the other knee, pain/after the injection her pain level was more than 10 out of 10/ severe pain and unknown for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criterion: disability for could not walk, could not stand up, could not bear weight on the knee; required intervention for swelling/knee was swollen quite a bit more than the other knee, pain/after the injection her pain level was more than 10 out of 10/ severe pain and required intervention and disability for device malfunction follow up was received on 29-nov-2017. Expiry date of synvisc one was updated from may-2020 to 31-may-2020. Additional information was received on 30-nov-2017. The additional event of device malfunction was added. Clinical course updated. Text amended accordingly. Additional information was received on 18-jan-2018 from patient. Medical history and past drug was added. Additional events of could not walk, could not stand up, could not bear weight on the knee and did not get the relief that she expected were added along with details. The event term swelling was updated to swelling/knee was swollen quite a bit more than the other knee and pain was updated to pain/after the injection her pain level was more than 10 out of 10/ severe pain, corrective treatment was updated and outcome was updated from unknown to recovering. Treatment start date was updated from (B)(6) 2017 to (B)(6) 2017. Action taken was updated. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 18-jan-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and later had difficulty in standing, weight bearing dificulty, being unable to walk, right knee swelling, right knee pain, and did not get the relief that she expected. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 30-nov-2017 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and on the same day could not walk, could not stand up, could not bear weight on the knee and after unknown latency patient had swelling/knee was swollen quite a bit more than the other knee and pain/after the injection her pain level was more than 10 out of 10/ severe pain. Patient did not get the relief that she expected. Also device malfunction was identified for the reported lot number. Concomitant medications were irbesartan (avapro), celecoxib, omeprazole (prilosec), simvastatin (zocor). Patient had previously received synvisc one injection approximately 5 years before. The patient did not have any prosthetic joints or devices; she had no allergy to avian products or eggs. Patient did not have diabetes. Patient had high blood pressure, but it was controlled with unspecified medication. Patient had breast cancer, back pain, hernia, hysterectomy and arthritis. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: 31-may-2020) in right knee. Patient did not receive anesthetic and the procedure was so painful. After the shot, everything was fine until that evening. On the same day, patient could not stand up or walk. Patient's husband had to help her to the car. On the same day, in the evening patient experienced severe pain and could not walk for 5 days. On an unknown date in 2017, after unknown latency, patient could not bear weight on the knee and used a cane at first, then a walker and even a wheelchair to get around for about a week. Before the injection, patient had some trouble bearing weight on the knee, but only when she was going up stairs or walking on uneven ground. Patient did not have a lot of pain before the injection, except when walking too much or going up stairs, but after the injection her pain level was more than 10 out of 10 (onset date: (B)(6) 2017). The patient had severe pain and the knee was swollen quite a bit more than the other knee (onset date: (B)(6) 2017), but she did not have a fever. Patient took ibuprofen and used ice on the knee as recommended by the doctor's office when she spoke to them on (B)(6) 2017 and (B)(6) 2017. It did not help the pain. It was reported that the severe pain subsided after a couple of days. Patient's doctor recommended patient to take prednisone tablets when he checked on her (B)(6) 2017, but she did not take them because they made her sick in the past when she took them. The patient did not go back to the doctor, so no fluid was removed from the knee and no bloodwork was done. Also reported that the patient was back to where she was before she had the injection, but did not get the relief that she expected (subtherapeutic response). Corrective treatment: cane, walker, wheelchair, ibuprofen, ice for could not walk, could not stand up, could not bear weight on the knee; methylprednisolone (medrol) dose pack, ibuprofen and ice for swelling/knee was swollen quite a bit more than the other knee, pain/after the injection her pain level was more than 10 out of 10/ severe pain outcome: recovering for could not stand up, could not bear weight on the knee, swelling/knee was swollen quite a bit more than the other knee; recovered for could not walk and pain/after the injection her pain level was more than 10 out of 10/ severe pain and unknown for device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criterion: disability for could not walk, could not stand up, could not bear weight on the knee; required intervention for swelling/knee was swollen quite a bit more than the other knee, pain/after the injection her pain level was more than 10 out of 10/ severe pain and required intervention and disability for device malfunction follow up was received on 29-nov-2017. Expiry date of synvisc one was updated from may-2020 to 31-may-2020. Additional information was received on 30-nov-2017. The additional event of device malfunction was added. Clinical course updated. Text amended accordingly. Additional information was received on 18-jan-2018 from patient. Medical history and past drug was added. Additional events of could not walk, could not stand up, could not bear weight on the knee and did not get the relief that she expected were added along with details. The event term swelling was updated to swelling/knee was swollen quite a bit more than the other knee and pain was updated to pain/after the injection her pain level was more than 10 out of 10/ severe pain, corrective treatment was updated and outcome was updated from unknown to recovering. Treatment start date was updated from (B)(6) 2017 to (B)(6) 2017. Action taken was updated. Clinical course updated. Text amended accordingly. Additional information was received on 08-feb-2018 from patient. The outcome of could not walk and pain/after the injection her pain level was more than 10 out of 10/ severe pain was updated to recovered from recovering. Medical history and concomitant medications was added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 08-feb-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and later had difficulty in standing, weight bearing dificulty, being unable to walk, right knee swelling, right knee pain, and did not get the relief that she expected. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company, therefore, pharmacological plausibility of the events to the product cannot be excluded.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on (B)(6) 2017 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient reported swelling and pain. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date in (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient reported swelling and pain. Action taken: unknown. Corrective treatment: methylprednisolone (medrol) dose pack for both the events. Outcome: unknown for both the events, an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for all follow up was received on 29-nov-2017. Expiry date of synvisc one was updated from may-2020 to 31-may-2020. Additional information was received on 30-nov-2017. The additional event of device malfunction was added. Clinical course updated. Text amended accordingly. Pharmacovigilance comment: sanofi follow-up company comment dated 30-nov-2017: this case concerns a female patient who received synvisc one injection and later had pain and swelling. A temporal relationship can be established with the product administration. Also, the concerned lot number has been identified to have malfunction by the company. Thus, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(4) 2017 from the nurse. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient reported swelling and pain. No relevant medical history, past medications and concomitant medications were reported. On an unknown date in (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once (dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020). On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient reported swelling and pain. Action taken: unknown. Corrective treatment: methylprednisolone (medrol) dose pack for both the events. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for both. Pharmacovigilance comment: sanofi company comment dated 06-dec-2017: this case concerns a female patient who received synvisc one injection and later had pain and swelling. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the site and technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.